Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: could you please specify what is meant with "appearing to be unregulated at its tip"? Was the device jaw/anvil damaged in any way? Was the jaw/anvil not closing correctly? Was the jaw/anvil bent? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the stapler failed during the surgical procedure. It was not stapling, appearing to be unregulated at its tip. When performing the action, it did not apply enough pressure to perform the stapling. The material was segregated and replaced by another with the same specifications.

Manufacturer narrative:
(B)(4). Date sent: 03/15/2023. D4: batch # 242a19 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advanced, the red manual knife reverse button was activated and the knife returned to the home position as expected and one gst60b reload loaded in the device. The reload was received fully fired with some b-formed staples on the deck. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: close the jaws of the instrument by squeezing the closing trigger (light gray and labeled with a number ¿1¿) until it locks in place. An audible click indicates that the closing trigger is locked. The complete firing action requires 4 complete strokes to cut the full reload length and return the knife to its home position. For each stroke, squeeze and release the firing trigger completely with a continuous, smooth stroke until it rests on the closing trigger. The numbers on the stroke count indicator will advance with each stroke. After the third stroke, the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. At the end of the fourth stroke, the stroke count indicator will display ¿0¿ to indicate the knife has returned to its home position. The status of the transection can also be determined by observing the knife blade indicator throughout the firing action. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number 242a19, and no non-conformances were identified.